Manufacturer narrative:
The pod was received for evaluation fully deployed. The pod data showed the pod ran for over 200 pulses and delivered immediate boluses outside of the priming sequence. No damages or deficiencies to the needle mechanism were observed that would result in a needle mechanism failure. The investigation also found no damage to the environmental seal or bottom housing. The needle mechanism was manually reset to a non-deployed state and then redeployed using the lock and load fixture. The needle mechanism was observed to deploy as intended. No problem was found. The soft cannula was observed to be shortened. The total length of the soft cannula measured approximately 0.702 inches. The timing and cause of this damage is unknown.

Event description:
The reporter stated upon attempting to activate a new pod the pink slide did not move forward, and the cannula did not deploy, indicating a needle mechanism failure.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported issue of a needle mechanism failure. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.